Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and date, and customer resumed insulin therapy. Customer's blood glucose was 220 mg/dl.